Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The complaint was confirmed, the device has a clogged a/w cylinder. The most probable cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device had something stuck in the channel. This issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.